Manufacturer narrative:
Inspected one opened and used sensor and performed bicarbonate buffer test per specification. Sensor failed per specification due to high readings.

Event description:
Customer reported initially reported the insulin pump alarmed sensor error, sensor error, and a low predict. When verifying the alerts in the history it was determined the insulin pump alarmed two calibration errors and a change sensor. Troubleshooting was performed. Customer's blood glucose level was 102 mg/dl. Alarm was explained to the customer. Customer is no longer wearing sensor. Customer was explained proper protocol to avoid change sensor error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.